Event description:
Nurse reported a patient received treatment with acid dialysate only a system 1000 hemodialysis device. It was reported that bicarbonate dialysate was hooked up but was not being aspirated. The problem was noticed when it was determined that the bicarbonate dialysate solution level remained at the top of the jug. There were no device alarms reported. Nurse also stated this patient was dialyzed on the same device two days ago and the same thing occurred. The device was not taken out of use after the first event because it was suspected that another nurse replaced the bicarbonate jug. There was no patient injury or medical intervention associated with any of the incidents.